Manufacturer narrative:
The getinge service territory manager (stm) replaced all contaminate parts assy crm english (0997-00-0986-01), tubing, blood detect, iabp (0008-00-0312), purge valve assembly,iabp (0104-00-0026), fill manifold assy, iabp (0104-00-0023), brkt fill manifold (0406-00-0613), assy,safety disk,english (0997-00-0985-01) & 10-32x1/16 hose barb 5/16 hex (0103-00-0642) up to the vacuum/pressure reservoir (0202-00-0127). The stm reassembled, completed the pm and calibration. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that blood back contamination was observed on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement.